Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. Fa was able to reproduce the reported complaint when the unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that mid-procedure the monopolar energy was not working, and activation had been interrupted with error c-00, c-33 and c34 were displayed. Prior to calling, the customer replaced the instrument energy cable and restarting both the system and the erbe generator with no change. The tse recommended using a backup generator or another davinci system vision side cart. The customer stated they do not have a force triad generator for backup and bringing in another vision side cart was not possible. The customer was unsure how they were going to proceed but the surgeon continued with bipolar energy. The procedure was completing as planned with no reported injury.